Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the irregular texture was found to be coil damage, although the reported difficult to position and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 100% occluded left anterior descending artery. A balance middleweight (bmw) guide wire was advanced to the lesion and a non-abbott balloon catheter was inflated at the lesion. An attempt was made to remove the guide wire; however, there was resistance during removal so the guide wire was advanced again and there was also resistance advancing the guide wire. Another attempt was made to remove the guide wire when the devices stuck together and were removed as a single unit. When removed from the anatomy, there was a rough spot on the guide wire tip. Another bmw was opened and during the inspection for use there was a rough spot found on the tip in the same location as the first wire. A non-abbott guide wire was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.